Event description:
It was reported the customer had cracks around their battery compartment. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Unit received with minor scratched lcd window, broken reservoir tube lip, cracked battery tube threads, and loose/protruded drive support disk.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.